Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle continuously fell out of the device. A device from a new lot number was used to complete the procedure with no further problem. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Device came loaded with a needle and suture; needle had a large mark on cone of one side of the needle. No visual abnormalities were noted for the device .the instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Product analysis suggests the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.